Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5077255). Checked conformity of DHR. We asked for further information and for availability of the device to our distributor. Should the pump be available for investigation, a follow-up report will be sent once the pump will be returned and evaluated. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5077255) of which we had not been made previously aware. Event description: "(B)(4) spoke with pt stating she dropped pump yesterday and received an occlusion error message. Pt did not see any kink or occlusions in line and switched to other pump which has not given her any problems. Pt is requesting a new pump to be sent to her along with add'l dme. Serial number of pump in question: (B)(4). No other info known. Dose or amount: 50.2 nkm, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah."